Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker developed a hematoma post implant which developed into a pocket infection. Surgical intervention was performed and this system was explanted. This device was used as a temporary external pacemaker until the infection cleared. No additional adverse patient effects were reported.